Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, vascular diagnostic procedure was performed by the customer when the issue occurred. The procedure was delayed and completed by restarting the system. The philips field service engineer (fse) inspected the system on site and confirmed that the system did not start up properly. Review of the system log file showed the ippc failed to power on self test (post). Upon troubleshooting, fse found monitors were flickering. To resolve this issue, fse implemented fco and replaced ippc and 3 hard disk drives, downloaded the board software and recreated the image store. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not boot up properly. No harm was reported to philips. The device was in clinical use at the time of the reported event. Philips has started an investigation of this complaint.